Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Representative samples returned to support investigation of 13 of device issues captured in the medwatch report 2210968-2019-87062 as follows: one opened box with thirty unopened samples were received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a lap cholecystectomy procedure in 2019 and the suture was used. During use the needle popped off when suturing. There were no patient consequences reported.